Event description:
It was reported that 2 needles 21ga 1-1/4in lax experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on june 11, 2020, a batch was received with code 0015677, of the material ¿ultrathin needle 21g x 32mm¿ with internal code meagj02. The total lot had 157, 000 pieces distributed in 157 boxes with 1000 pieces each, this material was inspected on june 18, 2020 with a normal level ii, where, according to the ansi tables, 800 pieces were taken to the sampling. During the inspection process, 2 defective needles were detected, in box number 6 there was a needle with adhering black dots and in box 3 there was one more needle with a white particle.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon observation, photo shows black dots attached to the needle, and needle with a white particle. Unable to identify exact foreign matter based on the photos provided. Possible root cause, due to epoxy residues, which is the material used to fix the cannula with the canopy. It is important to note that due to various quality events, corrective action include improvements that are currently being made to the multidisciplinary team, including the refurbishment of the needle cannulator section and auto shielder assembly, which is the mechanical part of the team in charge of placing the cannula. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needles 21ga 1-1/4in lax experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, a batch was received with code 0015677, of the material ¿ultrathin needle 21g x 32mm¿ with internal code meagj02. The total lot had 157, 000 pieces distributed in 157 boxes with 1000 pieces each, this material was inspected on (B)(6) 2020 with a normal level ii, where, according to the ansi tables, 800 pieces were taken to the sampling. During the inspection process, 2 defective needles were detected, in box number 6 there was a needle with adhering black dots and in box 3 there was one more needle with a white particle.